Manufacturer narrative:
Additional information: h6 and h10. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between two (2) peritoneal dialysis (pd) transfer sets and titanium adapters which resulted in a leak and two (2) peritonitis events. The connection issue was further described as a, ¿patient was wet due to the partial unscrewing of the miniset from the titanium fitting¿. It was not reported if the patients were hospitalized or treated for peritonitis; however, the patient¿s received prophylaxis. The patient outcome and action taken with pd therapy were not reported. The transfer sets were replaced and there were no allegations against the titanium adapters. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.